Event description:
It was reported that t:slim x2 pump battery did not charge, as pump did not recognize charging connection despite use of tandem charging cable and wall adapter, attempts with a different adapter and cable, and leaving pump connected to a working outlet for at least 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer arranged to use replacement pump as backup therapy, and technical support confirmed shipping details and arranged pump replacement while problematic pump was planned to be returned.